Event description:
The facility reported an infusion pump with a failure code 810:04. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary:the reported condition of failure code 810:04 was confirmed in the event history by the baxter repair technician. Inspection of the device revealed the air in line printed circuit board (ail pcb) was out of calibration. The ail pcb was recalibrated and the device was tested by the technician. A field corrective action has been initiated for the reported failure code.